Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch verioiq meter is not giving the patient a ¿hi¿ blood glucose message warning. This complaint was classified based on the customer care advocate (cca) documentation. The issue began in (B)(6) 2013. Two days prior the onset of the reported issue, the patient reportedly was having symptoms described as feeling ¿sick and threw up.¿ at the time of concern, the patient managed his diabetes with food and drink. The patient was treated with a cold cloth and laid down. Based on the information provided, there was no product misuse. The lfs product was requested back for investigation. This complaint is being reported due to the unresolved ¿hi¿ blood glucose message warning or lack thereof.